Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon tear occured. The 85% stenosed target lesion was located in a mid left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced but failed to cross the lesion and it was noticed that the balloon was torn. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon tear occured. The 85% stenosed target lesion was located in a mid left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced but failed to cross the lesion and it was noticed that the balloon was torn. The procedure was completed with another of the same device. No patient complications were reported.